Event description:
It was reported that low sensing was observed. The pace/sense portion of the lead was capped and replaced. Defib portion of the lead remains active. The patient was fine after the procedure.